Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the IV tubing of a clearlink system extension set popped off at the screw-on collar while connected to a neonate. The event was further reported as "the collar does not engage, just keeps spinning around and not tightening" which led to a "small amount of blood lose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.